Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer broke the top of the reservoir compartment of the insulin pump. The customer still believed that the insulin pump was working fine. The customer's blood glucose was 390 mg/dl. The customer also mentioned that she had high blood glucose levels of over 500 mg/dl previously. Troubleshooting for high blood glucose levels was done. The customer treated herself with the insulin pump. Advised customer to remove the infusion set and found that the needle was bent and that the cannula was occluded. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. The customer also stated that she received no delivery alarms previously. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.